Event description:
Per independent repair center statement, unit has low o2 or yellow light. The key failure was that the tie wraps for the sieve beds were defective. Other issues were the homefill port was defective, and the flow knob was missing.